Event description:
It was reported that during a capture threshold test as the capture threshold was decrementing, the patient expressed they were felling strange. Loss of capture occurred; however it was not visible on the electrogram (egm). The capture threshold was recorded so no intervention was performed. The patient was in stable condition.